Manufacturer narrative:
On 4-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and it was mushed up on itself couldn¿t glide across septum. It was reported that while prepping the vizigo sheath, there was resistance when trying to advance the dilator into the vizigo sheath. The caller then reported that the black tip was "buckled" or scrunched up on itself. The vizigo sheath was replaced and the issue was resolved. The procedure continued. The customer's reported resistance issue with the dilator and sheath was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11-feb-2025, additional information was received indicating the black tip of the vizigo sheath was mushed up on itself and she couldn¿t glide across septum. The dilator looked fine and no resistance was noted by doctor. Based on the new information received, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
On 20-mar-2025, the lot number was identified to be 00002714. As such, the following fields have been populated accordingly: d4. Lot. D4. UDI. D4. Expiration date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and it was mushed up on itself couldn¿t glide across septum. It was reported that while prepping the vizigo sheath, there was resistance when trying to advance the dilator into the vizigo sheath. The caller then reported that the black tip was "buckled" or scrunched up on itself. The vizigo sheath was replaced and the issue was resolved. The procedure continued. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip was scrunched with the dilator inside, after removing the dilator from the sheath, the tip was found bumped, no other damage or anomalies were observed on the device. A dimensional test was performed on the outer diameters of the shaft sheath, and the results were found within specifications. A device history review was performed for the finished device batch number, and no internal actions were identified. The bumped tip could be related to the intracardiac resistance issue reported by the customer, the complaint was confirmed. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).